Event description:
The device was returned from customer for service for a reported failure of "battery." During servivce by baxter technician, the device history was reviewed and showed that failure code 12:303 had occurred. The hosp rep stated they have no record of any pt incident involving the pump since the last baxter service event.